Event description:
According to the reporter, during a laparoscopic adrenalectomy, the bag partially detached from the ring when using the retrieval pouch. The surgeon noticed that the pouch would not close, and the user could not detach the pouch from the metal catch. This resulted in the surgeon having to make a larger incision (extended by more than 1 inch) to remove the specimen, which caused co2 levels to drop due to the port site incision being larger than the size of the part, resulting in more blood loss (not more than 500 cc). This restricted the laparoscopic view for hemostasis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.